Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It is unknown when the issue occurred. O2 hose is connection of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. Unfortunately the device¿s logs and defective part were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective o2 hose.

Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).